Event description:
It was reported that patient underwent total right hip replacement in 2008, during which patient received a durom cup acetabular component. Patient's attorney reports that post-op, patient has been experiencing pain and is scheduled to be revised in early 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.